Manufacturer narrative:
This supplemental report is being submitted to correct the aware date. The correct aware date is july 13, 2021, not july 29 as reported in initial MDR. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc judged that the reported phenomenon was caused by the user. According to the evaluation result from the local service department, the reported phenomenon could be duplicated due to ccd unit failure. Omsc presumed that the ccd unit failed due to an impact such as the user dropped the unit, resulting in the reported phenomenon.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, no image was on the screen. There was no report of patient injury associated with the event. The event date was unknown.